Event description:
A customer contacted beckman coulter inc. (Bci) and reported to customer technical support (cts) that they were getting mc/cc obstruction detection errors on the unicel dxc 600 pro synchron clinical system, and there was a pool of fluid on the tubes when they were off loaded. No injury was reported on this issue.

Manufacturer narrative:
Per customer, the rubber caps had a z cut, but "chunks of it missing". Cts directed customer to inspect the blade and it was not bent; wick inspected and appeared "dirty". A field service engineer (fse) was dispatched. The fse disassembled the wash area and cleaned and back-flushed the vacuum line. The fse replaced the 3-way valve and verified repairs per established procedures.